Manufacturer narrative:
Sample analysis: an evaluation of the actual complain sample revealed the implant coil attached to the delivery pusher. The implant is stretched into wire. The most distal end is broken from the coil filar. The distal segment is not included as it is said to be in the parent artery of the patient. The microcatheter was no included for evaluation. Therefore, it is unknown if it was a contributing factor. The root cause of this complain cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During the treatment of an aneurysm, the coil stretched during manipulation (advancing and retracting). A portion of the coil broke (approximately 1cm) in the parent artery. No attempt was made to retrieve the coil. The coil remnant remains in the patient. No harm was reported.